Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The transmission revealed that the pulse generator exhibited oversensing. No intervention was performed. The patient was in stable condition and would continue to be monitored.